Manufacturer narrative:
The device was evaluated by olympus. The evaluation found front panel lighting failure due to system failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-190, evis exera iii xenon light source to olympus for repair due to a report of an error code; the error code was not provided. The problem, as reported to olympus, was identified during receipt inspection. There was no patient involvement, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, front panel lighting failure due to system failure was found. This report is submitted due to the front panel lighting failure due to system failure, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Event description:
The user facility provided the error code that occurred; the observed error code was "e300."

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information and the device manufacture date. Updates to sections b5 and h4.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, (1) regarding the phenomenon ¿front panel lighting abnormality¿, the probable cause could not be identified because no further information could be obtained. (2) regarding the phenomenon ¿scope is not detected due to damage to the scope connection¿, damage and dust around the output connector were confirmed from the attached image. The cause of the damage around the output connector could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Other incoming inspections finding were also found. It was confirmed that the customer has detected an e300 light guide error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional information. Updates to sections a1, d5, g2 and h8.